Event description:
It was reported that the right ventricular (rv) lead was fractured. It was also reported that the epicardial lead had no capture and high impedance. Both leads were capped and replaced. The rv lead connector pin was cut off to reduce bulk within the pocket. No patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addrl1 implanted: (B)(6) 2009; product ID: 4968-25 implanted: (B)(6) 2009. (B)(4).